Event description:
Additional information received from a consumer indicated that the cause of the high impedance was unknown, however the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type extension, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type extension. Occupation: distributor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-apr-2018, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was to have their battery replaced on (B)(6) 2019 due to battery exhaustion. During the operation, it was found that the two extensions in the body impedance were too high. The extensions were both replaced on (B)(6) 2019. The patient was in the hospital for observation currently. No further complications were reported as a result of this event.